Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error alarms noted during testing however, pump error alarm is found in the formatted history file due to moisture damage on the motor flex connector. Moisture damage was also found on the force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.